Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was draining the batteries. He received a failed battery test alarm, a motor error alarm, an external error alarm, an unexpected restart alarm, a weak alarm, and a battery out limit alarm. The customer's blood glucose level was 150 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was monitored for two days. No battery out limit alarm or failed battery test alarm was noted. All operating currents were within specification and the insulin pump passed the functional testing with no error alarms. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and corroded battery tube threads.